Event description:
It was reported that the insulin pump alarmed button error and battery out limit. Customer's blood glucose reading was 223 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip, cracked display window corner, minor scratches on the display window, a scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.